Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has a load step issue. The subject pump allegedly primed 51-64 units of insulin within the cartridge when the patient performed the load step. The amount of insulin expelled is not normal based on her previous load step. At the time of concern, the subject pump did not prompt a no cartridge detected warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1: submitted: (B)(6) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013, with the following findings: review of the black box and download history did not show any loss of prime warnings or no cartridge detected warnings. Low delivery force was observed in the in the black box. On testing, an ez-prime operation was executed and during the load step, the pump failed to recognize the cartridge and ejected the fluid from the cartridge. The pump appropriately emitted a no cartridge detected warning. The force sensor was tested and found to be out of calibration. The pump was opened for investigation and revealed contamination present on the force sensor assembly. Recall # 2531779-03/24/2010-003-r.